Manufacturer narrative:
No evaluation possible. The user facility discarded the instrument upon completion of the surgery. The identifying lot number has not been provided. (B)(4).

Event description:
While performing the tapping process, the surgeon noticed the guidewire was slightly bent via x-ray image. He tried to remove the guidewire to correct its position but the tip broke and was left in the patients vertebra.

Manufacturer narrative:
On 1/10/2018 - additional information provided by the international customer ((B)(6)) indicated the portion of the guidewire entrapped within the patient is approximately 30mm in length. It is partially confined within the inner diameter of the cannulated polyaxial screw.